Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and a correction to e3. The information included in e3 was inadvertenly omitted from the initital medwatch report. Please see updates to b5 and e3. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the customer which confirmed the power switch not working occurred during inspection for use. There was no delay to the procedure and the patient was not under any type of sedation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the power switch failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the power switch on the visera elite xenon light source was not working. It could not be turned off. Inspection and testing of the returned device found switch failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the power switch was malfunctioning; however, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.